Event description:
It was reported that there was an issue with ga707r - elan 4 air motor hose 5m w/hand control. According to the complainant, the hose ruptured. There had been a loud popping sound and the hose was damaged. A fragment flew up and hit the surgeon's nose. This occurred during an orthopedic vertebroplasty. A non-aesculap device was used instead to complete the procedure. A fragment could have fallen and possibly remained in-situ. In this instance, there was no patient harm. The adverse event / malfunction is recorded in aag reference (B)(4). Involved components: (B)(4) - ga712r/ elan 4 air wall-adapter schrader w/diff. Lot 52644384.

Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical services (ats) and the research and development department. Extract ats: this product (ga707r) is checked according to the corresponding guardus test plan which exhibits the following parameters (due to the pre-damage, it is possible that not all test steps could be performed as intended). Surface: visual inspection. Function male connection - gauge: 3000186345. Function connection motor side - tool: lowspeed motor ga724. Function tightness compressed air hose - tool: wall adapter ga710r. Function tightness exhaust air hose. During the investigation, the burst of the inner and outer air hose could be confirmed. The maintenance date which can be found on the product, indicates a due date of 2022-02. Which means that a maintenance was overdue by the time of the incident. An information regarding the maintenance of the device can be found within the corresponding instructions for use (IFU). Device history details according to our database: manufacturing date: 2020-11-17. Delivered to japan: november 2020. The involved component (ga712r) shows normal signs of wear. Functions as intended. Extract f&e statement: maintenance date 02-2022 (i.e. Replacement of the inner and outer hose) far exceeded. Pre-damage could not be found on the product itself, but from experience such damage is due to damage to the product caused by other instruments: cuts, etc. Bursting of the exhaust air hose usually happens due to dynamic pressure = pushing off of the hose by trolleys etc. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((4)5 severity x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably maintenance-related. There is no indication for a material or design-related failure. Based upon the investigation results, a CAPA is not necessary.